Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due a kink in the left cylinder of the device. There were no patient complications reported.